Manufacturer narrative:
The serial number and device manufacture date have not been provided. The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Caller alleges wife's scooter caught fire. He alleges she was riding it when she smelled smoke and saw it coming from rear motor area. She stopped it and got off the scooter unharmed.

Manufacturer narrative:
The device was returned and evaluated. There was strong evidence of a thermal event on the scooter. Due to the intensity of the thermal event, an ignition source could not be established.

Event description:
Caller alleges wife's scooter caught fire. He alleges she was riding it when she smelled smoke and saw it coming from rear motor area. She stopped it and got off the scooter unharmed.